Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 500cc mentor memorygel breast implant and experienced left-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient is planning to undergo a revision surgery. However, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
On 10-jan-2022, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2022. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: capsular contracture. Section d 6b. Date of explantation: (B)(6) 2022. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined a tear (a) extended from the anterior to the posterior view, measuring approximately 10.5 cm. In addition, an area of missing material (b) was found on the anterior view, measuring 0.7 cm x 1.0 cm. Microscopic examination was performed on the edges of the rupture (a) and missing material (b), and parallel striations were found in an area of the tear (a) on the anterior aspect, measuring approximately 0.1 cm. Regarding the missing material (b), parallel striations were found in an area of it, measuring 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the tear (a) and missing material (b) in the remaining area of both tears could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, it was found that an incorrect statement regarding the rupture was included in one of the previous report. Manufacturer's reference number: (B)(4) one of the previous supplemental reports stated that the right-sided device was found to be ruptured upon explantation. However, the patient actually experienced left-sided rupture.

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with a 500cc mentor memorygel breast implant and experienced left-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient is planning to undergo a revision surgery. However, at the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2022, mentor received additional information regarding the revision surgery and the suspected medical device. The patient underwent removal and replacement with a 500cc mentor memorygel breast implant (left catalog #: 3505004bc, left serial #: (B)(6). The right-sided device was found to be ruptured upon explantation. The relevant field has been updated. On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The relevant fields have been updated. On 16-feb-2022, mentor received additional information regarding the patient¿s symptoms. The patient had a consultation with a healthcare professional on (B)(6) 2021, and the diagnosis of the capsular contracture was confirmed. Manufacturer's reference number: (B)(4).